Event description:
It was reported that the health care professional (hcp) received an alert due to therapy being off. The subcutaneous implantable cardioverter defibrillator (s-ICD) is a pre-implanted box device. A review of latitude data shows there was a patient-initiated interrogation (pii) and the presenting electrogram (egm) appeared to be flat and had elevated system impedance measurement measuring greater than 400 ohms. Additional information from the field representative confirmed the device was connected to the latitude monitor in the room before being implanted and connected to the lead. Which resulted in the high impedance reading. All metrics after the implanted were completed and were in normal range. At this time, the system remains in service. No adverse patient effects were reported. This suppelemental report is being filed as additional information was received which reported the subcutaneous implantable cardioverter defibrillator s-ICD) system was surgically abandoned due to the patient having an infection. No additional adverse patient effects were reported.